Event description:
Anesthesia doctor stated that dual channel infusion pump was programmed and started during case. Pump indicated running but after 6 minutes pump alarmed and the syringes showed no movement.